Event description:
The account reported the lens was explanted due to an undesired refractive outcome of hyperopia. No adverse effects or injury to the patient.

Manufacturer narrative:
The returned lens was measured for diopter and is correct as labeled, 16.0 d. The iol met all specifications for optical properties. The patient's initial implant was replaced with a higher diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.